Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. No battery or power anomalies noted during testing, however formatted history file confirmed pump error 25 and as a result unexpected battery power loss happened due to connector resistance issue. Device was monitored for 48 hrs and no unexpected time or clock anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clock moves ahead quicker. The customer¿s blood glucose level was unknown. The customer also reported power error detected alarm and they were able to clear it. The device will be returned for analysis.